Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port monopolar cautery instrument to perform failure analysis. The instrument was found to have a broken instrument tube adapter. This component was located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 0.80m x 2.31mm in size. Additional common causes include improper installation or removal of the tip accessory. E a detached fragment. The fragment broke off from the instruments tube adapter and was not returned with the instrument. The root cause of this failure is attributed to use conditions the probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that the single port monopolar cautery instrument had a broken tip and it could not be installed. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) contacted the customer but was unable to obtain any additional information.